Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited high impedance and capture thresholds. The device remained implanted and was reprogrammed. The patient would be followed-up normally.